Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's health care provider that the customer has been hospitalized due to low blood glucose. The paramedics were dispatched. The health care provider stated the customer's blood glucose was unknown, but had hypoglycemia.